Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to out-of-range pace impedance measurements greater than 3,000 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.